Event description:
It was reported that this pacemaker system was successfully implanted without complications. Subsequently, the patient died on the same day as implant. It was noted that the patient was being treated for sinus tachycardia. No further information could be obtained as the event occurred in 2003. No additional adverse patient effects were reported.